Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the representative initially booted the system up, he was receiving no sync on the screen. He shut the system down and verified all the cables were properly seated. He then booted the system back up and the no sync displayed again, however, while on the phone the no sync disappeared and displayed the clinical application. The representative properly shut down the system and boot it back up to confirm functionality, system was able to boot successfully.